Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. The patient medical information was reviewed by clinical complaint specialist with the following information: the reported event was confirmed, but the assessment suggests that the kink was present when the device was first deployed. It was not confirmed if there was further progression over time due to lack of clinical information. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issue was not identified. The clinical images show that the stent appears to be restricted from full expansion, but it could not be determined if the condition was related to anatomy or to difficulty with deployment. There was no mention of ballooning the device, which may have helped expand the device and remove the reported kink. There is a potential for the event to have been device related, but no device issue was identified.

Event description:
It was reported that approximately 12 months post-implant of a bifurcated device, and a suprarenal aortic extension, a computed tomography scan revealed a kink on the main body. The patient will be brought back to treat the kink on (B)(6) 2014 with an additional aortic extension. There was no injury to the patient.